Manufacturer narrative:
The 30 degree endoscope plus has been evaluated by the failure analysis (fa) team. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The root cause is typically attributed to the use condition, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The probable root cause is attributed to component susceptibility through external collisions, during use, or during reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The probable root cause is typically attributed to component failure, such as material degradation. Fa plus: the endoscope was tested and place on an in-house system for cable testing failed due to wahoo paddle board (wpb) defect.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus image was upside down. The procedure was completed with no reported patient injury.